Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the pacemaker dependent patient experienced a syncopal episode. The reason for the syncopal episode was undetermined. The physician was concerned about the right ventricular lead because of high threshold. Programming changes were made since extraction was too risky due to patient's right side being occluded. A new device system was implanted on the left side. Patient was stable.